Event description:
It was reported that this pacemaker which had been implanted for nearly 12 years, entered safety mode. Subsequently, surgical intervention was performed to explant and replace it with a single chamber device. This device is expected to be returned.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual inspection of the device case and header showed no anomalies. The device case was removed to facilitate inspection and testing of the internal components. The battery was removed and replaced with an external power source. Testing confirmed a normal current drain. The battery was forwarded for detailed analysis and while the battery was confirmed to be depleted, the root cause was unable to be determined. This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that this pacemaker which had been implanted for nearly 12 years, entered safety mode. Subsequently, surgical intervention was performed to explant and replace it with a single chamber device. This device is expected to be returned. The product has been received for analysis.